Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The stylet/guidewire was kinked/buckled and visual summary analysis of the lead indicated damage at implant. The analyst also noted: lead returned with blue 14-52 stylet stuck in lead and the stylet is bent. Removed stylet, it is kinked at 11, 16.5 and at 40cm (from hub). Damaged at implant attempt. Used a fresh blue 14-52 stylet and test passed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during procedure the stylet was stuck in the lead. The lead was replaced. No patient complications have been reported as a result of this event.